Event description:
Rxl chemistry instrument reported sodium 132, potassium 4.2, choride 91 and carbon dioxide 31.4 with an anion gap of 13.8. On repeat, results reported were sodium 122 (critical), potassium 3.7, choride 84 and carbon dioxide 28.5. With anion gap of 13.2. The last results were released into the hospital's computer system. The lab tech repeated tests as results did not match. No injury to the pt.